Event description:
It has been reported to philips that the system was not turning on. The customer shut down the unit at the wall and the same issue occurred. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse manually started the flexvision pc so that the customer could finish their cases. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the hard drive in the flexvision pc, reinstalled the software and returned the system to use in good working order. A replacement flexvision pc was ordered. Codes were updated based on the investigation outcome.